Event description:
Rptr noted 4 pts had hard eye, retinal incarceration over the past several weeks. Completed all cases but it added from 60 to 90 mins to surgery time. All pts recovering well. Felt this was related to "vgfi".